Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Explantation date: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 24-year-old hispanic female patient underwent primary breast augmentation with 450cc mentor memorygel breast implant and experienced left side capsular contracture; baker grade iii. As a result, the device will be explanted on (B)(6) 2022.

Manufacturer narrative:
On december 28, 2022, mentor became aware regarding date of implant which was verified under documents and has been updated under field d6a on this form. On january 3, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 15, 2022, replacement order was placed for surgery on (B)(6), 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 1, 2023, mentor became aware that silicone breast implant was used as replacement. On february 2, 2023, mentor became aware that date of implant was mistakenly not updated under previous follow up report. It has been updated to june 27, 2014 on this form. Manufacturer¿s reference number: (B)(4) d6a date of implant.

Manufacturer narrative:
On november 23, 2022, mentor became aware that the date of surgery has been moved to (B)(6) 2022. D6b explantation date: (B)(6) 2022 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 450cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).